Manufacturer narrative:
Even though no evidence was shared by the customer, the complaint of tego worked initially then locked and will not withdraw blood/lock; tego created high-pressure alarms on the dialysis machine which implies blockage of some sort. The complaint can be confirmed. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a tego® connector. The customer reported that tego are applied once per week to our permacath patients. They have been having to change them intermediately. They work initially then lock and will not withdraw blood / lock. Pressure built up in one- creating high pressure alarms on dialysis machine which implies blockage of some sort. It was hard to connect anything- very slippery as it's hard plastic and the shaft/thred is shorter making it hard to hold on to- misreading happens a lot. They are often requiring 4 per week per patient instead of 2. The customer added that the item was changed around 5-7 months ago, that the material feels ¿sticky and gluey¿ now, a different feel, there must have been a change in manufacturing. There was patient involvement, unknown delay in therapy, but no adverse events. No one was harmed in the reported event.